Event description:
It was reported that resistance was encountered during advancement of a vena cava filter through the delivery sheath and during deployment, the filter legs remained within the delivery sheath and the pusher wire extended beyond the apex of the filter. The pusher wire was repositioned and used to complete the deployment; however, the filter tilted in the ivc. A snare device was used to retrieve the filter. A new filter was deployed successfully. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.